Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported a keyboard and mouse problem. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was identified to be a possible cabling issue. The local service engineer (cse) replaced the usb extender cable (corning cable) and the system functionality was restored. As the issue did not reoccur, it is assumed that the corning cable was defective. The replaced part was not returned for investigation. No systematic issue in the field was identified. No corrective action in the installed base in required based on the present event.